Manufacturer narrative:
The investigation conducted by field service engineering found system error code #23007 in the system error logs, and was associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code # 23007 appears when the da vinci s safety system determines, on startup, that one or more robotic joints on the manipulator did not make the prescribed test motion to within the specified tolerance. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". As of february 3, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon could not move the endoscopic camera manipulator (ecm) arm. The surgeon decided to convert to tradition open surgical techniques to complete the planned procedure. No patient harm was reported.